Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen, the stylet/guidewire was kinked/buckled, and there was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant, and the lead indicated stretching.

Event description:
It was reported that during implant procedure of the left ventricular (lv) lead, the guide wire stuck in the lead, no movement possible, and lead was damaged. The lv was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.